Event description:
The hcp reported that the device was explanted due to infection. The pt was receiving morphine, bupivicaine and duraclon via the pump. The date of onset of the infection was 04/2005. The pt was experiencing pocket swelling and pain. The primary source of the infection was the device pocket. A culture was taken of the device pocket, cerebrospinal fluid and the catheter tip. "Light growth of staph" was isolated from the pocket. The pt did not have meningitis. The pt was treated with intravenous antibiotics in addition to the total device system explant. The infection resolved; no drug withdrawal was reported. The pt had add'l risk factor of corticosteroid use. The system was reimplanted 2005.